Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's wound had not healed properly and an infection was noted. It was further reported that the header of the implantable loop recorder was visible through the skin. The device was explanted. A new device was implanted on the patient's right side of their chest and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and the analysis revealed that no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.